Event description:
The neuron was found kinked when removed from the packaging. The device was not used on the patient.

Manufacturer narrative:
Technical evaluation: the device was kinked and flattened in multiple sections. Conclusion: the damage may have occurred during the packaging process or during transit. In addition, the damage is consistent with the damage caused by rapidly removing the device from the packaging card without lifting the holding tabs. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra (B)(4) 2010 update to the FDA warning letter dated (B)(4) 2009. A review of the device history record (DHR) was completed on part # 1097-02 (lot # l12333) and sub-assembly pn0918-02 (lot # l12111). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l12333) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects. The DHR review of sub-assembly pn 0918-02 (lot # l12111) indicated that 100% inspection of the devices resulted in (B)(4). The lot passed hub air aspiration and burst test. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.